Manufacturer narrative:
An event regarding setting time involving a simplex cement mix was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection was performed on three of the retain samples of the reported lot while mixing the cement product. No unusual characteristics were observed during the mixing. It was also stated that the cement was seen to have a homogeneous appearance. Functional testing was performed on three of the retain samples of the reported lot to verify the doughing time, working time and setting time of the product. The attached laboratory report show that the samples met the required specification for the test. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been 2 other similar events for the reported lot. Pr relates to the same patient within this pi whereby two units of the same lot of cement were mixed together. The other event, pi, relates to the setting time issue whereby the exact cause of the event could not be determined because insufficient information was provided. Conclusion: it was reported that two doses of simplex p cement were mixed for 1 minute in an acm mixer under pressure. The cement was loaded into a cement gun and implanted in the patient's femur and upon attempting to implant the exeter stem (8 minutes 30 seconds after mixing the cement), the stem could not be advanced more than 1 to 2 inches into the patient's femur. The event was not confirmed. Visual inspection was performed on three of the retain samples of the reported lot while mixing the cement product. No unusual characteristics were observed during the mixing. It was also stated that the cement was seen to have a homogeneous appearance. Functional testing was performed on three of the retain samples of the reported lot to verify the doughing time, working time and setting time of the product. The attached laboratory report show that the samples met the required specification for the test. The IFU review indicated that the setting time of bone cement can vary with ambient temperatures in the operating room (including the temperature of the utensils, mixing and delivery equipment and the cement itself). Setting time can vary between approximately 8 minutes at 75 f and 14 minutes at 65 f, and the surgeons should be familiar with the setting behaviour of the cement under his operating room conditions. The exact cause of the event could not be determined because insufficient information was provided. If further information such as product storage condition, usage condition, o.r. Temperature etc becomes available or the product is returned, this investigation will be re-opened.

Event description:
Primary procedure, left hemi hip. It was reported that two doses of simplex p cement were mixed for 1 minute in an acm mixer under pressure. The cement was loaded into a cement gun and implanted in the patient's femur. Upon attempting to implant the exeter stem (8 minutes 30 seconds after mixing the cement), the stem could not be advanced more than 1 to 2 inches into the patient's femur. In trying to further advance the stem, a femoral periprosthetic fracture occurred. The stem and the cement were removed, and a different stem with cables was implanted instead (no cement). Surgery was completed with a delay of approximately 2.5 hours.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been two other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Primary procedure, left hemi hip. It was reported that two doses of simplex p cement were mixed for 1 minute in an acm mixer under pressure. The cement was loaded into a cement gun and implanted in the patient's femur. Upon attempting to implant the exeter stem (8 minutes 30 seconds after mixing the cement), the stem could not be advanced more than 1 to 2 inches into the patient's femur. In trying to further advance the stem, a femoral periprosthetic fracture occurred. The stem and the cement were removed, and a different stem with cables was implanted instead (no cement). Surgery was completed with a delay of approximately 2.5 hours.